Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: the packaging has holes in it. The sterility is compromised. Not used on patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73e2200192 was manufactured on 05/04/2022 a total of (B)(4) pieces. Lot was released on 05/16/2022. DHR investigation did not show issues related to complaint. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. The sterile barrier of the returned sample is compromised. Packaging engineering was contacted as part of this complaint investigation. A nonconformance was opened by the manufacturing site to further investigate this issue. The returned sample was manufactured prior to the containment actions and corrections implemented by the manufacturing site as part of a nonconformance. The sterile barrier damage is related to the packaging process of this device. Several containment actions and corrections were established for this issue. The returned sample was manufactured prior to these corrective actions. In summary, the reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. This is an issue related to the packaging process of this device. Several containment actions and corrections were established for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: the packaging has holes in it. The sterility is compromised. Not used on patient.